Manufacturer narrative:
The philips remote service engineer evaluated the device remotely. It was determined that this was a malfunction of the power pca, the replacement quote for which was offered. The quote expired and the customer did not indicate accepting the repair/replacement quote. The customer did not indicate accepting the service quote therefore no work was completed by philips. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : a remote service engineer evaluated the device remotely

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device power would not turn on. There was no reported patient involvement.